Event description:
It was reported that in the patient's room during catheter removal, the clinician experienced difficulty. As a result, the catheter broke leaving a portion approximately 7cm, in the patient which had to be surgically removed. The catheter was removed but not replaced, and anapeine was a listed medication. There was no reported delay, death, or complications to the patient as a result of this occurrence.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.